Event description:
A jr4 cordis guiding catheter was used for support to advance the balloon to predilate the lesion, however, it did not provide sufficient support to advance the 2.25 x 33 mm cypher select plus that was chosen to treat the lesion. Therefore, an al1 (unknown product) guiding catheter with two side holes was used and this gave a lot of push, but traumatized the orifice of the vessel and a proximal tear was noted due to the guiding catheter. It was noted that the patient has had prior stents implanted in all three vessels and has severe diffuse coronary disease. Therefore, the previously deployed stents were vigorously pre-dilated to make sure that the 2.25 x 33mm cypher select plus stent could get in place. Eventually after a lot of pushing and pulling the cypher was placed, but on the initial inflation it was clear that the balloon had ruptured. While the stent delivery system was being withdrawn, the stent came off the balloon in the proximal right coronary artery; not where it was intended on being deployed. Since a wire was still through the stent, a conventional balloon advanced to expand the stent. Then an oversized balloon was used to deploy the stent at a high pressure in the proximal vessel, distal to the tear caused by the guiding catheter. After that another cypher select plus stent was deployed distally and another cypher was used to cover a small gap. Then another cypher was used in the proximal right coronary artery. The patient spent an extra day in the hospital but was reported to be doing well. The patient was admitted for a procedure in 2007. The patient had a lesion in the de novo distal right coronary artery, beyond a previously stented area.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.